Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat dynamic functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. The clip was noted to be stable on both leaflets. On (B)(6) 2025, the patient presented with fatigue. A follow up transesophageal echocardiogram (tee) was performed and revealed that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2025, an echocardiogram was performed and revealed that the mr had increased to a grade of 4. A second mitraclip procedure was performed, and one clip was deployed, reducing mr to trace.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported patient effect of recurrent mr appears to be related to the slda, and fatigue appears to be a cascading effect of the recurrent mr. Mr and fatigue are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.